Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited diaphragmatic oversensing of deep breathing which caused inhibition of pacing and lightheadedness in the patient.